Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences a constant burning sensation at the ipg site, whether stimulation is on or off. The pt turned off the stimulation three months ago, but still experiences the burning sensation. The pt plans to undergo surgical interventions on a later date.